Event description:
It was reported that the patient underwent a left knee revision approximately 25 years and 6 months post-implantation due to pain and instability. During exposure, the surgeon noted the spine of the articular surface was broken. The knee was irrigated and a new liner was inserted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4,b5,d2,g1,g3,g6,h1,h2,h6. The cmp was confirmed. Visual examination of the provided picture identified the post feature of the implant is broken off and a condyle is heavily worn. As the device is not returned, further evaluations cannot be performed. Device history record review cannot be performed without product identification. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right knee arthroplasty. Varus alignment of the knee joint and narrow medial joint space suggesting wear or other compromise of the tibial bearing. A round radiolucency underlying the lateral tibial tray is suggestive of osteolysis versus subchondral cyst. No baseline comparison films are available for comparison. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.